Event description:
It was reported that the circuit was exhibiting a leak, and the blue caps were coming loose from the corrugated circuit component. A non-serious injury was noted; however, no further details were provided.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation a review of the device history record is in-progress. All information reasonably known as of 14 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the information known at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported, but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the airlife holdings complaint database and identified as complaint - (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that a airlife product was defective or caused serious injury.

Event description:
It was reported that the circuit was exhibiting a leak, and the blue caps were coming loose from the corrugated circuit component. A non-serious injury was noted; however, no further details were provided.

Manufacturer narrative:
The complaint product was returned for evaluation, and the reported event was confirmed. A disconnection defect was identified between the blue connector and the device limbs. A corrective and preventive action (CAPA 00557) has been opened to conduct a comprehensive investigation into the reported disconnection and to implement appropriate corrective and preventive actions. A review of complaint history over the past 24 months indicates sales of approximately 10,430,000 vital signs circuits, during which 15 complaints related to disconnection were reported. No additional trends were identified at this time. Ongoing monitoring will continue to detect any potential emerging trends. The DHR for lot 0004337495 was reviewed, and it was confirmed that the product was manufactured in accordance with applicable specifications. All information reasonably known as of 14 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the information known at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported, but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that a airlife product was defective or caused serious injury.